Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed lvad internal fault alarms. The controller event log file contained events from 23mar2025 through 24mar2025. A continuous left ventricular assist device (lvad) internal fault alarm was captured throughout the entirety of the file, which indicated an lvad communication issue that may be resolved with power cycling. Although the account reported that the alarm was due thought to be due to electrostatic discharge, a specific cause could not be conclusively determined through this evaluation, as the onset of the event was not captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 7 of the IFU and section 5 of the patient handbook outline system alarms, including the lvad fault alarm, and the recommended actions associated with them. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Sections 3 and 6 of the IFU as well as sections 1, 3 and 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device (lvad) to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provides examples of when static electricity can occur and how it can be avoided. Additionally, the testing and classification tables in appendix c of the IFU and section 9 of the patient handbook include electrostatic discharge information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller displayed an lvad fault alarm, likely caused by an electrostatic discharge (esd) event. Log file analysis confirmed the error. After evaluating the log file data, the pump was deliberately restarted smoothly, and the error message was resolved. The patient had no symptoms associated with the event.